Manufacturer narrative:
Our patient safety department discovered this published white paper detailing a historical event in which some mitek devices were implicated. We cannot confirm that this issue had been previously reported to mitek, so we are filing an adverse event report to document the experience described in the article. At this point in time, no further action is warranted. However, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The following issue was discovered via a published individual case report by the mitek safety officer: author: giannikas (2009) greece. Reference: giannikas d, athanaselis e, matzaroglou c, saridis a, tyllianakis m. An unusual complication of mitek suture anchor use in primary treatment of flexor digitorum profundus tendon laceration: a case report. Cases journal 2009, 2:9319. Address: department of orthopaedic surgery, university hospital of patras, greece email: dimitrios giannikas - giannikasd@msn.com patient characteristics: age: (B)(6), gender: male, index operation: fdp tendon repair (flexor digitorum profundus), devices: mini g2 (1), time of complication: 12 mo. Type of complication: migration of the anchor and osteolysis, joint: finger. Device: mini g2 (1). Suture: ethibond (non-absorbable suture). Other devices: hand immobilized in boxing glove. Signs and symptoms: ulcer granulomatosis caused by a biological foreign body reaction to titanium or ethibond. Tissue damage: palmar subcutaneous mass on the palmar side of the distal third of the index finger (mass slightly tender on palpation and kept growing until becoming an ulcer on the palmar side of the distal phalange of the finger). Tendon healing was complete and functional. Culture negative. Imaging studies: x-ray: dorsal migration of the anchor and osteolysis of the surrounding bone (tunnel widening). Reoperation (related/unrelated): yes, related. Medical treatment: treated with antibiotics before surgery. F/u time: - imaging studies: - objective outcomes: - functional outcomes: complication did not affect tendon healing and soft tissue problems were solved by implant removal. Subjective outcomes.